Manufacturer narrative:
Evaluation summary: the spider fx embolic protection device was returned to medtronic for evaluation. The filter was returned detached from the device. Visual inspection of the detached filter revealed the filter assembly detached from the capture wire. Damage was also observed on the floppy distal tip. No abnormalities or deformities was observed on the green delivery catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a spider fx during treatment of the patients superficial femoral artery (sfa). It is reported that the tip of the filter detached and had to be snared from the artery using a retrieval device.